Manufacturer narrative:
Pc-(B)(4). Date sent: 7/28/2023 d4: batch # 304c20 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pph03 device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. Device history review a manufacturing record evaluation was performed for the finished device batch number 304c20, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2023.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: what was the grade of hemorrhoids? Iii° at 03:00 and 09:00 and ii° at 12:00 were the hemorrhoids circumferential or in specific quadrants? Please describe. At 03, 09 and 12 o´clock. What is the surgeon¿s experience with the pph procedure? About 10 years performing the procedure on a regular basis, starr surgery included. What is the surgeon¿s experience with the pph device? Same answer as above. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b. Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? 1 minute after closing, 20 seconds after firing. Was a complete washer transection confirmed? Yes. Were there any issues with stapler formation identified at any point throughout the care of the patient? The devise didn´t staple between 02:00 and 06:00. What was the estimated volume of blood loss (ml)? How was the bleeding treated? No significant blood loss. Did the patient require a blood transfusion? No. What is the current status of the patient? The defect between 02:00 and 06:00 could be repaired, throughout the same procedure, postoperative the patient had to be kept under observation for 3 days with the administration of intravenous antibiotics, discharge from the institution was performed at the fourth postoperative day, with normal laboratory findings, with the patient tolerating oral intake and without complications in defecation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hemorrhoidectomy the stapler was fired. The device cut but only stapled 180 degrees. Surgery time 2 hours more. Wound was overstitched. Patient could not be discharged from the day clinic, was in the hospital over the weekend.